Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient collapsed at work and was taken to the hospital by an ambulance. The patient was treated with 8 mg/l glucose infusion. The patient stayed at the emergency room (ER) for less than 24 hours. At the time of report, the patient¿s condition was unspecified. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).